Manufacturer narrative:
Two used fast-fix 360 curved needle delivery systems and one suture construct were returned for evaluation. Both devices were returned in the same package and belong to complaints (B)(4) and (B)(4) and as a result will be added to each product investigation. Visual assessment of sample (a) showed no ts or suture remain on the delivery needle. The needle is dramatically bent on two planes. The depth limiter is crimped at its distal tip. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Visual assessment of sample (b) showed no ts or suture remain on the delivery needle. The actuator is in its post t2 deployment position indicating a complete deployment took place. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Examination of the returned construct showed t1 has been broken off of the suture, t2 remains attached to the suture and shows no abnormalities. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Second device was recorded under report number 1219602-2019-01371.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a meniscal repair surgery, t1 and t2 were both deployed together from the fast fix, whilst the first t1 implant was actively deployed. No significant delay was reported and a competitor device (depuy) was used to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.